Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx birfurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.2 cm abdominal aortic aneurysm in 2000. Angiography performed in 1999 revealed the aneurysm neck to be 23 mm in diameter and 2.0 - 2.5 mm in length. The distance from the renal arteries to the aortic bifurcation was approximately 13 cm. There was moderate proximal stenosis in the common iliac and proximal external iliac arteries. The common iliac arteries were reported to be dilated with diameters of 13.2 mm on the left and 10.1 mm on the right. The patient has a history of atrial fibrillation, hypertension, hypercholesterolemia, carotid stenosis, coronary artery disease with previous coronary artery bypass graft in 1999, congestive heart failure, and cardiomyopathy with an ejection fraction of approx 20%. No complications were noted from the implant procedure, and the postoperative result was reported to be satisfactory. There were excellent seals proximally and distally with no evidence of extravasation or endoleak. A computerized tomography (CT) scan performed in 2000 demonstrated no contrast external to the stent graft within the thrombus of the aneurysm. A CT scan performed 5 months later demonstrated no contrast extravasation to suggest an endoleak. A CT scan performed in 2001 demonstrated exclusion of the aneurysm with an aneurysm diameter of 4.2 cm. The scan demonstrated proximal infrarenal neck dilatation from approx 28 mm to approx 37 mm. The stent graft was reported to have pulled away from the aortic wall, but no flow was seen at that level. No endoleak was identified by duplex ultrasonography performed the same day. Angiography and intravascular ultrasound performed the next month, demonstrated infrarenal aortic neck dilatation with a floating stent graft. The aneurysm neck diameter immediately below the renal arteries was 21.1 mm x 24.4 mm. At 1.5 cm below the renal arteries, the aneurysm neck diameter was 30.2 mm x 26.5 mm. No evidence of endoleak was identified. The patient was reported to be a high surgical risk. It was reported that pulsatility had returned to the aneurysm and there was a concern for rupture; therefore, a talent extender cuff was implanted 5 months later. The femoral arteries were dissected bilaterally. Angiography was performed to identify the renal arteries and the proximal portion of the aneurx stent graft. A 30 mm diameter x 60 mm length talent cuff was inserted through the right side and deployed. Completion angiography demonstrated good position of the cuff with respect to the left renal artery. The proximal marker on the right side was at the inferior border of the right renal artery. An angioplasty balloon was inflated to seat the device at its proximal fixation site. With the graft fully deployed, the angioplasty balloon was inflated several times to migrate the cuff several millimeters distally. Final angiography demonstrated good position with filling of both renal arteries. Ultrasound was performed, and no dissection or distal endoleak was identified. A CT scan performed a week later demonstrated complete exclusion of the aneurysm with good positioning of the stent graft. The patient returned for an office visit in 2002. The physician reported that an x-ray revealed good graft-to-graft overlap with no significant conformation change. The physician reported that duplex examination had revealed exclusion of the aneurysm with a maximum aneurysm diameter of 3.89 cm. No pulsatility of the aneurysm was reported. No clinical sequelae were reported, and the patient is reported to be fine.